Event description:
It was reported that the tip of the delivery system came off after advancing the stent delivery system onto the guide wire and before entering the pt. The stent delivery system was removed and another stent used. No pt injury was reported.